Event description:
The facility's biomedical engineer reported an infusion pump with an 810:04 and 810:11 failure code. The hospital representative stated to the baxter service shop that they have no record of any patient incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, or medication involved or the setup of the infusion device.